Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash, burn and welts under the back electrodes of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to physician and used an antibiotic ointment. It is unclear if the ointment was prescribed by the physician. Reporting out of abundance of caution. Follow up indicated that the skin irritation improved.